Event description:
It was reported that battery voltage was at eri (elective replacement indicator) level but that "this device should not be at eri." The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that battery voltage was at eri (elective replacement indicator) level but that "this device should not be at eri." The device remains in use. No patient complications have been reported as a result of this event. It was further report the product was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.